Event description:
Analysis was completed by the manufacturer. Analysis of the returned lead indicated that a negative coil break was identified near the electrode bifurcation area. Scanning electron microscopy images of the negative coil; verified that a break has occurred in the negative coil. Scanning electron microscopy images of the negative coil mating end show that pitting or electro-etching conditions have occurred at the break location. Due to mechanical distortion (smoothed surfaces) and pitting, the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was reported by a physician that high impedance was received at a follow-up appointment. The physician indicated that the generator was to be programmed off at the next office visit along with x-rays. X-rays were sent to the manufacturer for review. Review of x-rays indicated the generator was placed in normal fashion. Further assessment of the pin insertion could not be completed based on the x-ray view of the chest. The electrodes appeared to be properly aligned and no acute angles or lead discontinuities were seen on the visualized part of the lead. Additional information from the physician indicated it was unknown if there was any patient manipulation or trauma that could have contributed to the reported high impedance. At the moment no interventions have been planned for the patient.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Sex, corrected data: initial report inadvertently listed incorrect sex for the patient.

Event description:
Additional information was received through an implant card indicating the patient underwent lead replacement surgery due to a lead discontinuity. The explanted lead was returned to the manufacturer and at the moment remains under analysis.